Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed several consecutive call service alarms recorded on (B)(6) 2014. No power on reset events were recorded in the black box. The call service alarm recorded is an alarm that will required the pump to reboot. The power on reset event is documented when the pump is rebooted. Under normal conditions, power on reset would proceed at boot up. On examination, the battery compartment and battery cap were intact without damage. The battery cap was able to secure to the pump properly and maintain electrical connection for testing. During investigation, there was no interruption of power, errors, alarms or warnings. There was no intermittent condition found to the power circuit. The device was found to be operating within the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump had no power. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved with troubleshooting.